Event description:
It was reported that a minicap extended life pd transfer set leaked from an unspecified location. This occurred during preparation of the device for peritoneal dialysis therapy, when opening the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.